Event description:
This complaint has been reviewed and it has been determined that the customer has alleged coughing, nose bleeds. And black particle notice on humidifier reportable since device issue/event has or may have caused or contributed to a death.